Event description:
It was reported that a flogard infusion pump was observed with a battery low alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The cause of the reported battery low alarm was determined to be swollen main batteries. These components were replaced in order to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.